Event description:
The customer called to report that their pump does not beep. It was indicated that they ran a self test and still no audible tones. The customers confirmed that their pump was set on beep volume three. At that time, the customer was advised that a replacement pump will be sent.